Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced episodes of syncope and ventricular fibrillation (vf), where shock therapy was delivered. No additional adverse patient effects were reported.